Event description:
Pump found by biomed with pole clamp detached, no report of pt injury or medical interventioin. Info was not available regarding whether or not the device was in use on a pt when the clamp detached from the back of the device.